Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A product sample was received for evaluation. During visual inspection, the tamper seal was intact. During functional check, the reported problem was duplicated. The reported cassette locked but not latched problem was duplicated; found latched flex intermittent. The root cause is unknown. The intermittent latch was replaced.

Event description:
It was reported cassette locked but not latched. No patient injury was reported.